Event description:
A surgeon reported a patient with no cylinder correction following intraocular lens (iol) implant surgery. He also noted the lens had a scratch in the center of the visual axis. In a follow-up, the surgeon reported he rotated then lens so that the scratch did not affect vision. He reported patient was seen after the rotation and is doing "good". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 11/21/2011, 11/23/2011, and 12/13/2011 by phone, fax, and mail. Additional information was received on 12/13/2011 by phone. A completed questionnaire has not been received. (B)(4).